Event description:
It was reported to medtronic minimed that the customer experienced battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. No damage was reported on battery cap contacts or battery compartment. Customer continued to receive battery failed alarms after inserting new batteries and restarting pump. No harm requiring medical intervention was reported. No product return is required for mmt-1880. The customer will discontinue use of pump and revert to back-up plan per health care professional until replacement cap arrives.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with reoccurring failed battery test. Unable to perform the displacement test, active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test alerts were noted in the history files or traces on or near the event date. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1. Swapped pcba 2 with a test pcba 2 board. The pump booted up properly. Problem isolated to the pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, scratched case, cracked case (battery tube). Failed battery test was confirmed during testing; problem isolated to the pcba 2. Exposed to moisture confirmed on the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.